Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 9, 2020, during an unknown procedure, when the surgeon had to remove the femoral neck plate due to pain, the locking screw was locked into the plate and it would not come out so the surgeon used an unknown metal cutting burr to cut into the plate. The surgeon was then able to back out the locking screw and was also able to remove the anti-rotation screw, the bolt and the plate. Fragments were generated and easily removed without additional intervention. The procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence reported. This report is for one (1) bolt for femoral neck system 95mm length-sterile. This is report 2 of 4 for (B)(4).